Event description:
A zoll dist an electrode belt indicating that it would not communicate properly when a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate properly with test monitor) was confirmed. As rec'd, the belt would not communicate with a test monitor. Upon eval, the red (-5v) wire was exposed in the ECG electrode c and d cable. The cause of the inability to communicate is short inside the cable. The cause of the short is the exposed wire. The root cause of the exposed wire cannot be positively identified. No adverse event resulted from the shorted wire.